Event description:
It was reported to medtronic minimed that the customer experienced a pump error 23 alarm (post-reset ram crc alarm) and there was a loss of communication between the insulin pump and mobile device. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-6102. Troubleshooting was performed, the customer was able to clear the alarm and complete the insulin pump rewind and the customer was advised to discontinue use of insulin pump and revert to the backup plan. Troubleshooting was performed for loss of communication and the issue was resolved. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-6102.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test, sleep current measurement, active current measurement and self test. No pump error 23 noted during testing. However, perform the history review 1 week prior to the event date 20-apr-2025 in the pump history file and found a pump error 23 on 04/20/2025 at 20:28:55.000. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful on the minimed mobile app. The pump properly paired to minimed mobile app on an iphone and the pump uploaded successfully to carelink personal. The carelink personal was accessed and successfully generated summary reports without any errors. No unexpected error message during the upload or report generation noted. Perform the history review 1 week prior to the event date 20-apr-2025 in the pump history file and found 1 pump error 15 on 04/20/2025 20:26:09.000, 1 failedbatttest (58) on 04/20/2025 20:26:12.000 and 1 pump error 23 on 04/20/2025 20:28:55.000. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Failed battery test alarm was expected due to the customer's battery inserted on a battery change does not have sufficient voltage. [Per freger, mark ¿ r&d engineer: pump error 15 (inverse_check) (filenum/linenum=38/442) was triggered in function hrm_oneminutetes()t file hrm_periodic_tests since critical data integrity check failed¿ suspecting hw ( memory corruption). Pump error 23 was the consequence of the pump error 15 since pump restarted without safe shutdown.] Pump was cut open to perform visual inspection and found moisture damage on the pcba1, pcba2, and motor. No damage noted on the force sensor. Force sensor zero offset within specification (24.0 mv). Pump error 15 and pump error 23 were due to moisture damage on the electronic assembly. The pump passed the required testing. Alarm-a329-pump error 23 confirmed (found in the pump history file). Alarm-a321-pump error 15 confirmed (found in the pump history file). No communication-between pump & mobile app not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.